Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted thru (B)(4). If additional information or samples become available, a follow up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance (cps) (B)(6) 2011 to relay one (1) vial-mate adaptor in which the solution would not come back out of the vial after activation. This condition occurring during priming. There was no patient involved or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.